Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer stated that her blood glucose was 50 mg/dl. Customer stated that he ate something and feels fine to troubleshoot. Customer stated that the alarm has not occurred more than once in the last 30 days. Customer stated that the alarm occurred during bolus delivery. Customer performed the displacement test and the pump passed. Customer reported that the motor error alarm did not occur during rewind. Customer was advised to reinsert the same reservoir and same set used when the alarm occurred. Customer was assisted with manually priming the pump. The motor error alarm did not occur during priming. Customer performed the self test and the pump passed. Customer was advised to change out the entire set and to monitor the pump.